Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl and they treated with manual injection. They also reported that the customer went swimming with the insulin pump and the insulin pump received a critical pump error alarm. There was no other alert prior to the critical pump error alarm. The customer declined troubleshooting for high blood glucose level due to critical pump error alarm. The insulin pump will be returned for analysis.